Event description:
Surgeon using tps wire collet, while changing wires, surgeon started using tps again, but this time the gears sounded like they were grinding and we saw metal shavings so surgeon irrigated with saline several times until no visible shavings seen and changed out tps. In 2009, this hand piece and collet was removed from the or and replaced. I have filled out a product failure report and will send the tps handpiece back to the manufacturer to be checked and replaced or repaired. I will send the product failure report to risk management. Diagnosis: hallux abducto valgus.